Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was observed that the patient was in atrial fibrillation induced by the catheter in the right atrium. The procedure was completed. Chest x-ray performed prior to entry into the recovery room revealed that the patient's atrial lp dislodged into the abdomen and was causing muscle spasm. The dislodgement was alleged to have occurred post-tether mode during the implant, most likely due to inadequate fixation. The lp was retrieved from the abdomen. The patient was stable.